Manufacturer narrative:
This report is submitted on february 15, 2023.

Event description:
Per the clinic, the patient developed an infection and skin overgrowth around abutment site. Subsequently, the patient underwent a revision surgery in order to remove the abutment under general anesthesia on (B)(6) 2023. The implanted device remains.